Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin was not working for him as the insulin gives him high and low blood glucose and makes him throw up. Customer stated that he was hospitalized with high blood glucose and he had low blood glucose and is no longer on the pump. The insulin pump will not be returned for analysis.